Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the heavily calcified right common femoral artery with two proglide devices using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy size and size the sheath was upsized to was not provided by the facility because it was not remembered. Reportedly, the physician stated that because of the heavy calcification noted in the vessel and at the access site the two proglide devices could not be deployed. The proglide devices were removed and suture placement was attempted with two additional proglide devices with the same results. Suture placement was successful with two additional proglide devices using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the proglide device; however, it was not known if the physician was established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.